Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03794. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 24 mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed and released successfully. After release a trivial pericardial effusion was observed. They monitored the patient for approximately 15-20 minutes and the effusion resolved. The patient was transferred to the holding area. No intervention was performed. The patient was fine.